Manufacturer narrative:
(B)(4) inner shaft detached . Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was used in the bile during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted to treat a 35 mm malignant stricture due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the physician was able to deploy the stent. However, during removal of the delivery system, the inner shaft detached from the outer sheath. The physician removed all components of the delivery system from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary rx fully covered delivery system was returned for analysis. Visual analysis found the inner shaft was broken into two pieces with the distal broken piece coming out of the sheath. In addition, the shaft was severely kinked and bent. The inner proximal shaft was found to be twisted, kinked and stretched. The complaint was confirmed, the inner shaft broke into two. The cause of the damage was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was used in the bile during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted to treat a 35 mm malignant stricture due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the physician was able to deploy the stent. However, during removal of the delivery system, the inner shaft detached from the outer sheath. The physician removed all components of the delivery system from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.